Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) contacted the latitude remote patient monitoring customer service team with device-related questions. Upon review, it was noted there have been no episodes or alerts since (B)(6) 2022. However, there have been some alerts recorded since the last in-office reset, specifically for out-of-range shock impedance, out-of-range right ventricular (rv) intrinsic amplitude, and rv automatic threshold detected as greater than programmed amplitude or suspended. Lead troubleshooting was recommended. As of today, the manufacturer of the rv lead has not been reported. No adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) contacted the latitude remote patient monitoring customer service team with device-related questions. Upon review, it was noted there have been no episodes or alerts since july 2022. However, there have been some alerts recorded since the last in-office reset, specifically for out-of-range shock impedance, out-of-range right ventricular (rv) intrinsic amplitude, and rv automatic threshold detected as greater than programmed amplitude or suspended. Lead troubleshooting was recommended. As of today, the manufacturer of the rv lead has not been reported. No adverse patient effects were reported. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.